Event description:
The customer reported the generation of high patient results for sodium (na) and chloride (cl) on their au5800 clinical chemistry analyzer. The customer repeated the patient samples with results lower and considered correct. The customer did not release the high results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for two (2) patients.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and found air bubbles in the buffer lines. The fse replaced the buffer valves to resolve the issue. The fse performed calibration, and quality control, which all passed. The fse verified the analyzer resumed normal operation. The beckman coulter internal identifier is (B)(4).